Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and ventricular noise reversion episodes were noted since (B)(6) 2017. Review of egms revealed noise and oversensing isolated to atrial and right ventricular leads respectively. Numerous auto mode switch episodes were also recorded. All available associated egms show oversensing of atrial lead noise. All other atrial and ventricular lead measurements were stable. Slight atrial lead noise was recreated in clinic via isometrics. The patient was asymptomatic and will continue to be followed up regularly.